Event description:
It was reported the pump battery took longer than expected to charge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.